Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator .

Event description:
A consumer reported in (B)(6) 2014 the patient had a hemiballismus and was back in the hospital for three weeks. According to the consumer no one could figure out what happened, but they had some sort of episode and had to be retrained on how to walk again. It was noted the patient wanted to have their implantable neurostimulator devices replaced at the end of the summer, but there was no allegation against the devices. No further complications were reported. Relevant medical history includes parkinson¿s dual and movement disorders. Refer to manufacturing report #3004209178-2017-08802.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.